Event description:
A (B)(6) male pt¿s nurse contacted zoll customer support to report that one of the battery packs would not power up the monitor and the charger/modem would not power on properly. The pt was issued a replacement battery pack and charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon receipt the battery was unable to charge or power up a monitor. The cause for the faults and the inability to charge or to power a monitor was corrosion of the pca board. The cause for the corroded pca board cannot be positively determined but is likely contamination due to ingress of an unk liquid. Device evaluation of charger/modem (B)(4) has been completed. The reported problem (charger problem/will not power completely on) has been confirmed. As received, the charger was continuously resetting. The cause of the constant resets is corrupted data on the flash memory. However, corrupt data was corrected through reprogramming of the charger. Once reprogramming was performed, the charger no longer reset and was able to perform a bct and full charge cycle without fault. No adverse event resulted from the corroded pca board or defective charger/modem. The pt received a replacement battery pack and charger modem. Returned to MFR on: battery pack: (B)(4) 2012; charger/modem: (B)(4) 2012. Device MFR date: battery pack: 05/2010; charger/modem: 08/2011.